Event description:
It was reported that device fracture occurred. The target lesion was located in the left coronary artery. When the 38 x 2.50 promus premier drug eluting stent was advanced to treat the target lesion, it was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the target lesion was 70% stenosed and the left coronary artery was moderately tortuous and moderately calcified. The shaft was just kinked and not broken.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone:(B)(6). Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. Examination of the hypotube found multiple kinks along the shaft and a shaft break at 24cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that device fracture occurred. The target lesion was located in the left coronary artery. When the 38 x 2.50 promus premier drug eluting stent was advanced to treat the target lesion, it was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the target lesion was 70% stenosed and the left coronary artery was moderately tortuous and moderately calcified. The shaft was just kinked and not broken.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that device fracture occurred. The target lesion was located in the left coronary artery. When the 38 x 2.50 promus premier drug eluting stent was advanced to treat the target lesion, it was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.